Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record - the DHR documentation showed no abnormalities related to the reported failure. Mayfield skull clamp (a3059) was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements. When the unit is properly positioned and put under pressure the unit will function properly. Evaluation found no device deficiencies that would have contributed to the reported complaint. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the a3059 mayfield skull clamp was unstable and moved during craniectomy surgery and that the device was changed to continue the procedure. Additional information received indicated that the skull clamp was in place on the patient's head with around 60 pounds of pressure. After about one (1) hour of ongoing craniectomy procedure, the surgeon heard a "click" coming from the headrest. Reflexitively, the physician immediately held the patient's head and checked the stability of the skull clamp. The torque screw was no longer holding pressure and the pins were out of the head. There was no patient injury or laceration noted. However, there was one hour delay in surgery due to replacement of the skull clamp and all sterile blue drapes with no adverse consequences to the patient.